Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the vial was found to be over labelled by a third party. On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "5.6 mmol/l" compared to "4.2 mmol/l" on a onetouch ultra2 meter, performed within 30 minutes of each other. This complaint was initially ruled out because the reported results meet lifescan¿s accuracy criteria. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The original 3500a was submitted in error. This complaint is not considered to be reportable. The test strips passed testing, the reported issue was not confirmed. The secondary issue (test strip vial over labelled by a third party) is not deemed to be a malfunction; the chance that this issue could cause or contribute to a serious injury/death is less than remote. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury nor receive medical intervention for an acute diabetes excursion.